Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo for multiple patients, performed on unknown dates. This MFR. Report is two (2) of two (2). The customer indicated that lab testing was performed on an unknown date but did not report the results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo for multiple patients, performed on unknown dates. This MFR. Report is two (2) of two (2). The customer indicated that lab testing was performed on an unknown date but did not report the results. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000927863, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.